Event description:
It was reported an unspecified clearlink set leaked. During total parenteral nutrition (tpn) infusion, a leak was observed at the drip chamber. The infusion was connected at the patient's peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 3100120000-2022-8006 for this event. Should additional relevant information become available, a supplemental report will be submitted.